Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with 2 clips jammed inside the shroud; the clips could not be removed to perform functional testing, the jaws were inspected and they were found to be with no damage. No functional testing could be performed due to the 2 clips jammed inside the shrouds. The instrument was disassembled in order to evaluate the condition of the internal components and 18 clips were found inside clip track. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, ¿the jaws malfunctioned.¿ it is unknown how the procedure was completed. There were no adverse consequences for the patient reported.